Event description:
Hcp reports spinal cord stimulator removed due to possible infection. Patient outcome was good. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.